Manufacturer narrative:
The analysis of log history the event date not available however, test associated with the customer was executed and pass. During the delivery tests at the service center, the device delivered the programmed volume at the indicated times, the mechanism was in good condition, the closing and opening regulator of the cassette valve worked correctly without generating inaccurate deliveries. The keypad works as indicated without generating self-programming. No malfunctions found. The device was found under normal operating conditions. The probable cause was not found.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a plum a+ pump that was reported to have over infused a fluid administration. The fluids infused in 2 hours instead of 7 hours. The customer stated "the device was programmed with 55 in drip and 480 cc in volume to infuse. The infusion started at 16:00hrs; should have lasted for 7 hours ending at 23:00hrs and was expected to be left 100 cc in the bag. The device generated an alarm; however, the auxiliary is not clear about what it was for." The device was withdrawn from service. There was patient involvement, however, no harm and no need for medical intervention.